Event description:
The following was reported to hamilton medical ag: during the preoperational check, on june 26th at 18:40, while preparing to wear a ventilator for patients with poor breathing, ricu discovered that the device failed to self check after being turned on. Alarm prompt: the turbine needs maintenance, immediately withdraw the machine for repair and replace the backup equipment no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the preoperational check, on (B)(6) at 18:40, while preparing to wear a ventilator for patients with poor breathing, ricu discovered that the device failed to self check after being turned on. Alarm prompt: the turbine needs maintenance, immediately withdraw the machine for repair and replace the backup equipment no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).